Manufacturer narrative:
The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. The correct test blood glucose value was sent from glucose meter and received by insulin pump under test. No unexpected remote frequency anomalies or calibration anomalies noted during testing. The insulin pump passed displacement test and pump self-test. The insulin pump had an intermittent button response on the esc and act buttons due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 144 mg/dl. The customer stated act button is not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.